Event description:
It was reported patient underwent hip revision approximately 8 years post-implantation due to elevated ion levels, difficulty ambulating, pain and metallosis. Operative notes report stained synovium with extensive amounts of synovitis and gray debris in the intrarticular space. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Medical devices: item number: 157452, item name: m2a-magnum mod hd sz 52mm, lot #: 073360; item number: 103206, item name: taperloc por fmrl 12.5x145, lot #: 606120; item number: 139264, item name: m2a-magnum 52-60mm tpr insrt-6, lot #: 072870. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09379. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised due to elevated ion levels, pain, metallosis and difficulty ambulating. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative reports. Revision operative notes were reviewed and it was identified patient was revised due failed mom construct. The patient has had grayly stained synovium, extensive amount of synovitis and grey debris in the intraarticular space consistent with metallosis. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.